Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump was exposed to water. Troubleshooting was performed. The customer stated that he was at the ocean while wearing the device, and water under the display was observed. No further info was observed.